Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer alleged that the bolus calculator did not calculate a bolus dosing correctly. Reportedly, the customer programmed a blood glucose (bg) value of 600 (mg/dl), and the pump calculated a dosing of 12 units. The customer was unable to provide any further information regarding the reported event. The customer's bg level was 400-575 (mg/dl), and to address the bg level, a bolus was delivered.